Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Inappropriate mode switch was noted on the device due to far field r-wave oversensing. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information was received indicating that the event was observed during a remote follow-up.

Manufacturer narrative:
Correction: please retract this report 2017865-2019-03214, the same issue was previously reported as 2017865-2019-02472.